Event description:
The customer reported that the system's left monitor went black during fluoroscopy. This event happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter was replaced. The system was tested and found to be working as intended and put back into service.